Event description:
Customer experienced erratic glucose and calcium results. Customer states some erratic patient glucose results were reported out and later corrected when samples were run on another modular. Customer states some of the original glucose results were incorrect by at least 100 percent. Customer states 48 glucose patient results were generated, and she provided 5 glucose examples, only the glucose results were found to be discrepant. Patient 1, initial result 395, repeat 292 mg per dl. Patient 2, initial result 138, repeat 105 mg per dl. Patient 3, initial result 279, repeat 153 mg per dl. Patient 4, initial result 301, repeat 191 mg per dl. Patient 5, initial result 129, repeat 195 mg per dl. All of the original glucose results were reported and all were corrected following the rerun on the other modular analyzer. Patient 1 was treated based on the original result of 395 mg per dl. Customer states, the hospital requires the lab file a report anytime a patient is affected based on lab results. The lab has not been asked to submit a report for the patient that was given insulin. She states that this indicates that there was no adverse effect to patient 1 based on the insulin that was administered.

Manufacturer narrative:
The field service representative determined there was air in the line of sample probe 1 and the sample probe was dripping. He initially tightened the fitting and replaced the syringe seal/o-ring. He flushed out sample line for probe 1 and noted the inner photometer readings were running low, and he performed log adc adjustment to inner photometer. The field service representative verified analyzer operation by performing photometer check, cell blank measurement, calibration of all assays on inner photometer and quality control.